Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The camera iris was adjusted, the generator ps1 power supply was replaced as well as the fluoro function printed circuit board. The system was tested and operated as intended.

Event description:
The customer reported that the tube was flickering and there was no fluoro on the 9800 system. No pt injury was reported.